Manufacturer narrative:
(B)(4). The defective component of the complaint rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported that the rd900aeu neopuff infant resuscitator had internal damage and required repair. This was observed during use on a patient; however, no consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fph service center in (B)(4) where it was inspected and repaired by a trained fph service engineer. The faulty manometer of the subject neopuff unit was returned to fisher & paykel healthcare in (B)(4) for further inspection. It was fitted into a known good valve system and performance tested as per neopuff technical manual. Results: the subject manometer failed the test specified in the manual. A lot check revealed no other complaints of this nature for lot number 070901. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The internal damage reported by the hospital was most likely due to impact to the subject neopuff unit. All neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The subject neopuff was returned to the hospital service after the manometer was replaced and the unit passed the performance checks.

Event description:
A hospital in (B)(6) reported that the rd900aeu neopuff infant resuscitator had internal damage and required repair. This was observed during use on a patient; however, no consequence was reported.